Manufacturer narrative:
Corrected fields: describe event or problem field (b5) in section b, adverse event/product problem.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a suspected loss of capture (loc) for its left ventricular (lv) lead. Additionally, its non boston scientific right atrial (ra) lead exhibited atrial intrinsic amplitude out of range. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a suspected loss of capture (loc) for its left ventricular (lv) lead. Additionally, its right atrial (ra) lead exhibited atrial intrinsic amplitude out of range. Technical services (ts) was consulted and discussed stored data, with further in clinic examination recommended. This crt-p remains in service. No adverse patient effects were reported.